Event description:
The user facility reported that the physician observed that the marker bands had dislodged from the stent delivery catheter following an sfa procedure. Follow-up communication with the user facility revealed the following: there was no difficulty gaining access to the target anatomy; during withdrawal one of the idev marker bands "came off and went into the patient;" and attempts to retrieve the detached marker band were unsuccessful.

Manufacturer narrative:
The user facility contact stated there is no indication that the event was related to the guiding sheath. (Other) - the involved guiding sheath was not retained by the user facility and neither the product code or lot number is known. Therefore, the investigation was limited to an assessment of information provided by the user facility. During the follow-up communication, the cardiovascular technologist stated that he has used destination guiding sheath for many years and has not had any compatibility problems and he didn't think the guiding sheath "had anything to do with the marker band coming off" in the reported event. However, the device was in use during this event in which non-resorbable material was reportedly left unretrieved in the body. Therefore, this report is being submitted as a precautionary measure. As stated above, the involved guiding sheath was not retained by the user facility and neither the product code or lot number is known, which limits the investigation. The cause of the reported event cannot be definitively determined based upon the available information. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.